Event description:
It was reported that the pacemaker device exhibited loss of capture (loc) and high pacing thresholds on this right ventricular (rv) channel. Upon performing rv pacing threshold, this lead seemed not to capture myocardium even at very high voltage. X-ray imagining and echocardiogram were performed and the physician declared that the lead had been dislodged and perforated myocardium. The plan was to have this lead replaced soon. The rv lead remains in service. No adverse patient effects were reported.